Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal right coronary artery. A 1.5x20mm mini trek balloon dilatation catheter failed to completely inflate after several attempts. The pressure of the indeflator went up a little at first, but then the pressure could not be increased. The procedure was successfully completed with a new balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The inflation issue was confirmed. The balloon rupture was not confirmed; however, a pinhole was noted in the outer member, which is likely what the account perceived as a rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.